Event description:
It was reported that once the bd luer-lok¿ syringe plunger fell out during use while aspirating, leading to chemotherapy exposure to the nurse and patient. The following information was provided by the initial reporter: "nurse prepared syringe for subcutaneous administration of chemotherapy and once connected to patient aspirated to confirm correct tissue placement (normal practice). The syringe however failed to provide resistance at the end point of the plunger causing the plunger to come out of the barrel completely. This led to chemotherapy exposure to the patient and nurse."

Manufacturer narrative:
Correction: a sample was received from the customer, and it was determined that the returned product was not manufactured by bd. Therefore, the complaint will be cancelled.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that once the bd luer-lok¿ syringe plunger fell out during use while aspirating, leading to chemotherapy exposure to the nurse and patient. The following information was provided by the initial reporter: "nurse prepared syringe for subcutaneous administration of chemotherapy and once connected to patient aspirated to confirm correct tissue placement (normal practice). The syringe however failed to provide resistance at the end point of the plunger causing the plunger to come out of the barrel completely. This led to chemotherapy exposure to the patient and nurse."